Event description:
It was reported that the patient was experiencing minimal pain relief. The patient underwent an explant procedure to remove the leads and clik anchors.

Manufacturer narrative:
The returned leads sc-2352-70 (serial number (B)(6)) and sc-2218-70 (serial number (B)(6)) were analyzed, passed all tests performed, and exhibited normal device characteristics. Visual inspection of sc-2218-70 (serial number (B)(6)) revealed the proximal end is bent between retention and contact 8. X-ray inspection of the lead revealed that one the cables was completely broken at the bent location of the lead. The contact deformation resulted in the inability to fully insert the lead proximal contacts into the ipg port. It appears that the lead contact was damaged during the procedure. Analysis of sc-4318 (lot number 23711319) revealed both eyelets of the click anchor were torn. It appears that excessive mechanical force was exerted onto the eyelet, causing it to rip. Damage most likely occurred during the explant procedure. Analysis of sc-4318 (lot number 23327512) revealed that one of the clik anchors has one torn eyelet. It appears that excessive mechanical force was exerted onto the eyelet, causing it to rip. The anchor is most likely damaged during the explant procedure. Based on the provided information, the investigation conclusion is that the probable cause is unintended use error caused or contributed to event.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5121162. Product family: scs-linear leads: upn: (B)(4), model: sc-2218-70 , serial: (B)(4), batch: 5122890. Product family: scs-lead fixation: upn: (B)(4), model: sc-4318, serial: n/a, batch: 23711319. Product family: scs-lead fixation: upn: (B)(4), model: sc-4318, serial: n/a, batch: 23327512.

Event description:
It was reported that the patient was experiencing minimal pain relief. The patient underwent an explant procedure to remove the leads and clik anchors.